Manufacturer narrative:
UDI - (B)(4). Complaint sample was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed.

Event description:
A facility reported the catheter broke during the procedure, after insertion. The catheter was adherent to the brain and it was difficult to remove. Standard methods for adherent catheter were followed and subsequently the catheter became divided and the most distal portion remained in the brain. The catheter was inserted on (B)(6) 2020 and broke during removal on (B)(6) 2020.